Event description:
It was reported that the gastrointestinal videoscope was reprocessed in a reprocessing unit, that the water filter was not properly maintained, and used on a patient. There was no report of patient or user harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional event information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however, the issue was likely that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.